Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Isolation plug bleeds when used, defective quantity 1. Unable to return defective product, photographs available. Claims need to be settled, complaint response letter needed, complaint receipt letter needed.